Event description:
It was reported that this patient has complaints about this pacemaker. The patient has been experiencing an increase in his heart rate of 120 beats per minute (bpm) and also when using several objects such as a drill, grinder, or cell phone. The patient was evaluated by the physician who ordered a holter monitor, however, the patient stated that his heart rate increased. According to the patient, this device was implanted due to the esophagus squeezing the vagal nerve and causing heart rate impact. Ten days after the implant procedure, the patient was evaluated in the emergency room due to experiencing heart rates around 30 to 35 bpm. Medication was provided which resolved this issue. The patient stated that during another hospital visit, paddles were placed on him and in the ambulance, medication was provided which increased his heart rate to 55 beats per minute (bpm). Adjustments in his medications were recommended by the physician. The patient has experienced pain which increased a couple of months after it was implanted. Additionally, the patient stated that a field representative evaluated this device which resulted in a syncopal episode. The physician in charge evaluated the device and no rate changes were visible. The patient was encouraged to work with this physician. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this patient has complaints about this pacemaker. The patient has been experiencing an increase in his heart rate of 120 beats per minute (bpm) and also when using several objects such as a drill, grinder, or cell phone. The patient was evaluated by the physician who ordered a holter monitor, however, the patient stated that his heart rate increased. According to the patient, this device was implanted due to the esophagus squeezing the vagal nerve and causing heart rate impact. Ten days after the implant procedure, the patient was evaluated in the emergency room due to experiencing heart rates around 30 to 35 bpm. Medication was provided which resolved this issue. The patient stated that during another hospital visit, paddles were placed on him and in the ambulance, medication was provided which increased his heart rate to 55 beats per minute (bpm). Adjustments in his medications were recommended by the physician. The patient has experienced pain which increased a couple of months after it was implanted. Additionally, the patient stated that a field representative evaluated this device which resulted in a syncopal episode. The physician in charge evaluated the device and no rate changes were visible. The patient was encouraged to work with this physician. Further information has been received from the patient stating that any electronic device cause this device to malfunction and delivers pacing. The field representative along with ts reviewed the last interrogation and noticed occasional ventricular pacing post premature ventricular contractions (pvc). Ts recommended to keep electronic devices at a certain distance. No additional adverse patient effects were reported. At this time, this device remains in service.